Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the patient¿s ins was ¿not holding a charge as long as it used to and the battery seemed like it started to go or something¿. It was asked what the patient meant by ¿the battery seemed like it was starting to go or something,¿ and if they meant the stimulator wasn¿t working, but they said, ¿no it had been stimulating and working, but they only used it when they needed to use it.¿ the patient stated that the battery stopped holding a charge and needed to be charged more frequently for ¿like a month and a half approximately,¿ but they didn¿t know which month exactly (2017). No further complications were reported/anticipated.